Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer performed power cycle of the system due to no light emitting diode (led) on the illuminator. After power cycle of the system, there was non-recoverable fault 297. The surgeon decided to convert to laparoscopic procedure. Technical support engineer (tse) reviewed event logs via onsite and found recoverable fault 48238 pointing to the illuminator. The customer confirmed the power cable of the illuminator was seated properly. The procedure was converted to laparoscopic surgery with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issues noted during set up. Prior to docking the patient side cart (psc), the surgeon believed the illuminator failure caused or contributed to the reported event. The customer contacted dvstat and all troubleshooting was exhausted. The surgeon elected to convert to laparoscopic procedure with no patient injury. No photographic images of the device(s) or a video recording of the procedure were available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the reported failure illuminator makes 297 and 48238 continuously. The unit was installed into printed circuit assembly (pca) system and powered on. The illuminator fan did not run since there was no power. Error 48238 occurs in error log. This was a communication failure error.